Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose was 320 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.